Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-dec-2020. The most recent information was received on 09-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('persistent bleeding for several weeks during menstrual periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("fatigue ") and headache ("headache"). At the time of the report, the menorrhagia, fatigue and headache outcome was unknown. The reporter considered fatigue, headache and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('persistent bleeding for several weeks during menstrual periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("fatigue") and headache ("headache"). At the time of the report, the menorrhagia, fatigue and headache outcome was unknown. The reporter considered fatigue, headache and menorrhagia to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.